Manufacturer narrative:
The following fields have been updated with additional information: medical device lot #: 8334942. Medical device expiration date: n/a. Device manufacture date: 2018-11-30.

Event description:
It was reported that bd vacutainer® standard yellow holder has no barcode. This occurred on 250 occasions before use. The following information was provided by the initial reporter: adapter without barcode in package of 250 units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. PMA/510(k)#: preamendment. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® standard yellow holder has no barcode. This occurred on 250 occasions before use. The following information was provided by the initial reporter: adapter without barcode in package of 250 units.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label information with the incident lot could not be determined. It is unable to be determined if the proper identification tag is inside the bag or on the case box based on the photos. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® standard yellow holder has no barcode. This occurred on 250 occasions before use. The following information was provided by the initial reporter: adapter without barcode in package of 250 units.